Event description:
It was reported that the patient presented to the hospital for a scheduled bi-v device upgrade. After connecting all the leads to the bi-v device, it was observed that the right ventricular (rv) lead was not sensing correctly. The physician suspected that the rv lead may have been fractured when connecting all the leads. The rv lead was then replaced. The patient¿s condition remained stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".